Event description:
Lipid tubing would not prime once the lipids reached the filter. Multiple attempts to push lipids through were attempted including: clamping and unclamping, squeezing the bag, untwisting the end cap, using a syringe at the distal port to suck out and push the lipids through but did not work. We also tried lowering it down as far as possible to let gravity work. Another set of tubing was obtained and same thing happened. In the end, I clamped with the roller clamp, hooked up a flush to the port below the roller clamp and flushed through. Then let unclamped and let the lipids run through. It seemed like they got stuck again, but I figured the IV pump would be able to pull it out now that the line was actually primed.